Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. Bl the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the ventilator began to alarm, and prompted the user to switch to manual mode of ventilation and cycle power. The patient was reportedly switched to an ambu bag and the unit was rebooted. During the reboot process, the patient momentarily desatured to 90. The case continued with no further reported complaint. Following the case, the hospital biomed performed a checkout of the device, and found it to function within specification. There was no reported patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The cable connection was tightened, and the unit was returned to service.